Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:30 am, the meter results were 4.6 inr and 4.9 inr. At 11:00 am, the laboratory result using neoplastin reagent was 3.7 inr. The therapeutic range was 2.5-3.5 inr and the customer tests 2-4x per month.